Manufacturer narrative:
Concomitant medical products: 320-38-00 - equinoxe reverse 38mm humeral liner +0; 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, 2 days post op the initial tsa, this 80 y/o male patient was revised due to a midshaft humeral fracture. Undiagnosed intra-operative humeral fracture causing loosening of the humeral stem and dislocation. The case report form indicates this event is possibly related to the device and definitely related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) please disregard the previous report. This event has been determined to be a duplicate and all further information will be captured in 1038671-2022-00599 (B)(4).